Event description:
Reportedly, on (B)(6) 2026, a malfunction was observed with the pacemaker implanted this day.the day after, leads were tested with psa and did not reveal any anormalies, and when they were reconnected to the pacemaker the malfunction reoccurred.the pacemaker was therefore replaced and everything worked normally.

Manufacturer narrative:
Investigation is still ongoing, results will be provided on the next report.